Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized on (B)(6) 2019 due to ketones, hyperglycemia and diabetic ketoacidosis. The customer's blood glucose level was 520 mg/dl at the time of hospitalization and was treated with insulin drip and boluses from the insulin pump. The customer reported that they feel okay for troubleshooting. The customer was using insulin pump system within 48 hours of reported high blood glucose event. The customer was not calling back to perform an high pressure test. The customer reported that they have a back-up plan available. The customer was able to complete carelink upload. The customer reported a broken belt clip. The customer reported that the alarm did not occur during manual prime. The customer reported that the event was resolved by infusion change. The customer advised to change entire set, reservoir and insulin and treat per healthcare professional¿s instructions. The insulin pump will not be returned for analysis.